Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx pro closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met and the wds was released, the physicians noted that the closure device shifted proximally. The closure device was retrieved with the use of a non-boston scientific grasping device and a second wds was prepped and successfully implanted. The patient remained stable throughout the procedure with no complications reported.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx pro closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met and the wds was released, the physicians noted that the closure device shifted proximally. The closure device was retrieved with the use of a non-boston scientific grasping device and a second wds was prepped and successfully implanted. The patient remained stable throughout the procedure with no complications reported. It was further reported that the physician decided to not reattempt a second implant and will retry at a later date. The anatomy was a highly pectinated short and wide left atrial appendage.